Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, hyperglycemia and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was hospitalized with diabetic ketoacidosis (dka). The pod was worn on the patient's leg for between 36 and 48 hours. Symptoms reported include hyperglycemia and nausea. The patient was treated with potassium, intravenous fluids of saline along with medication for pain and nausea.